Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display would flicker. Reportedly, after a bolus was programmed, the screen would revert back to the bolus/option screen. The customer confirmed that the issue was not due to having the display close out after three touches outside of an interactive area. The customer stated that the issue never impacted blood glucose level.